Event description:
The st. Jude medical rep reported that the device was not sensing and was pacing asynchronously. R-waves and real-time electrograms were normal. The decision was made to explant the entire system.